Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an issue with the battery and blank display of the insulin pump. The customer's blood glucose level went up to 400 mg/dl last night. Customer treated blood glucose level with a manual injection. Customer was advised to do troubleshooting, but customer stated that he would call back when he has the insulin pump to do the troubleshooting. Customer called back later and still had the same issues. Customer's blood glucose level was 120 mg/dl. It was found that there was physical damage near the threads of the battery compartment of the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.